Event description:
The sales representative reported on behalf of the customer that the krr100, infinity retro-reamer, 10mm, lot number 1247658 x2, was being used during an acl reconstruction procedure on (B)(6) 2022 when it was reported, ¿while retro reaming the tibial socket, the tips of 3x krr100's broke¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed with a 10-minute delay. Further assessment questioning found that the device was broken in the patient and the fragmentation of all devices were removed with a grasper. Surgeon suspects it kept breaking on the tibial spine. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Returned devices, item krr100, qty of (B)(4) were evaluated by r&d engineer who found outer canula broken off at the tip. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 8 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken, or misaligned parts. Device should only be used by a trained surgeon. Do not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. Exercise care in the use of the handpiece holding the reamer to minimize side or bending loads to the reamer which may cause reamer breakage and/or oversized tunnels. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the krr100, infinity retro-reamer, 10mm, lot number 1247658 x2, was being used during an acl reconstruction procedure on (B)(6) 2022 when it was reported, ¿while retro reaming the tibial socket, the tips of 3x krr100's broke¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed with a 10-minute delay. Further assessment questioning found that the device was broken in the patient and the fragmentation of all devices were removed with a grasper. Surgeon suspects it kept breaking on the tibial spine. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.